Event description:
Procedure type: adrenalectomy. According to the reporter: the balloon exploded during the procedure. There was no report of pieces falling into the cavity or impacting the patient. A new instrument was used to complete the procedure. No patient injury was reported.